Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of infection, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting the patient in the midface with juvéderm voluma® xc. The patient had two root canals, one of which was ¿infected¿ after injection. The patient developed ¿swelling and inflammation¿ at the injection site on the side with the root canal infection 2 months later. The health professional determined that the ¿infection¿ (not related to the device) was the root cause of the event and prescribed penicillin. The event is ongoing.